Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed and this lot met all release criteria. This was the first complaint to date for this lot number and failure mode. Before testing the probe with the in-house drivers, the proximal retaining cap was examined closer under magnification (10x) and it was observed that both the right and left distal tangs were not completely latching to the probe body. The probe was then attached to two in-house drivers that have tighter tolerances and fit without issue. The probe was inserted into a piece of beef and around the clock sampling was performed. The probe was able to obtain 6 samples successfully. There were no error messages, no unusual noises, and no suction issues identified with the probe during testing. The complaint investigation is unconfirmed for failure to cycle, as the probe cycled properly under laboratory conditions. The investigation is confirmed for a loose proximal retaining cap, which likely contributed to the reported error "driver not ready". Based on the available information, the definitive root cause is unknown. The current instructions for use (IFU) states: complications that may be associated with the use of the encor biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure to remove a fibroadenoma, after the probe was calibrated, on the first sample acquisition, the system displayed an error "driver not ready". The probe was removed and replaced onto the driver and an attempt was made to re-calibrate the probe; however, the same error appeared. The procedure was completed on the following day with a different probe and a different driver. There was no patient injury reported.